Event description:
Pt underwent video assisted thoracoscopic surgery on (B)(6) 2013. A CT scan performed on (B)(6) 2014, due to shortness of breath, revealed a foreign object present in the pt's posterior ribcage. The pt underwent exploratory surgery on (B)(6) 2014, at which time a portion of a trocar sleeve was identified and removed. It is not known if this incident was due to device malfunction or user error.